Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump shut off completely. The customer's blood glucose was 476 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by giving bolus. The customer stated she was calling back after receiving a replacement battery cap. The customer stated that the insulin pump worked after placing a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.